Manufacturer narrative:
Patient reported that she woke up the next day after receiving tms and was "feeling dizzy". Patient went to her primary care physician and reportedly said that she might have vertigo. Patient had experienced a similar episode of vertigo prior to beginning tms. After taking a few days off from tms, the patient restarted treatment then stopped after a few days as she was "nervous" to continue and will be seeing a neurologist for evaluation. Patient's tms provider is unsure what to attribute the complaint to though has reported that patient is currently stable and that vertigo is not debilitating.

Event description:
Neuronetics received a call from a tms provider reporting that one of their patient's experienced vertigo and dizziness the next day after receiving their 7th treatment.